Manufacturer narrative:
(B)(4). Implant date was sometime in (B)(6) 2009. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04639.

Event description:
It was reported patient¿s hip dislocated approximately 6 months post implantation. Patient was treated with a closed reduction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was confirmed by review of medical records received. The patient dislocated the prosthetic head, and underwent a closed reduction at the patient¿s residence. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.